Event description:
Implant broke during the surgery an other x-fuse implant has been used. There was no adverse consequence reported.

Manufacturer narrative:
Summary of evaluation: the product was not sent back. Only an historical data analysis was conducted to identify this was an isolated incident. The primary root cause of this event is unknown. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.